Event description:
Healthcare professional reported a xen®45 gts event described as "inserter was sticky xen did not deploy" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.